Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was counterfeit, the bottom case was cracked, the right plunger case was missing, and there were loose components inside the plunger assembly. A review of the event history log (ehl) identified check plunge sensor. During the functional testing the reported issue was able to be duplicated. Check plunge sensor error was found at power up due to missing right plunger case and all the loose components inside of plunger assembly. The root cause of the issue was caused by the customer's incorrect assembly of the device. Replaced right plunger case, timing plates, 2 timing springs, push block and plunger gear cam. Performed preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump exhibited a paddle sensor error. The issue was discovered during annual preventative maintenance, therefore there was no patient involvement.